Event description:
On (B)(6) 2011, an (B)(6) male patient with aaa and iaa underwent aaa repair. The patient's anatomical form was determined as suitable for the procedure but the transition between the right common iliac artery and the external iliac artery was curved more than 90 degrees. The procedure was conducted as labeled and a mainbody and two iliac legs were placed. From around on (B)(6) 2011, the patient started feeling fatigue in the right lower leg, but had not done anything for it. At the follow up on (B)(6) 2011, CT angiography was performed because the right dorsal pedis artery pulse was impalpable. It showed that the curve level of the right iliac leg graft was remained the same, but the right side became occluded completely from the position of the proximal tip of the left iliac leg graft to the external iliac artery. A collateral vessel from the femoral artery was providing blood flow to peripheral. On (B)(6) 2011, fem-fem bypass was performed. Necrosis due to ischemia lower leg was not confirmed. The patient was doing fine after the procedure. No images will be provided.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.